Event description:
It was reported to philips that system had intermittent exposure issue, when footswitch was pressed. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and it was completed as planned by pressing the wired foot switch again to engage exposure. A philips remote service engineer (rse) examined the system remotely and confirmed errors related to the exposure foot switch via log file analysis. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was defective. Review of the system log file showed ¿en_x active and hand/footswitches not pressed¿ warnings. During troubleshooting, the fse found that inside the footswitch module, the microswitches are worn out unevenly or one of them is starting to be faulty. The fse replaced wired footswitch. The defective footswitch was returned for analysis. The analysis confirmed the malfunction of the wired footswitch and identified that the button, joystick, handle, switch was not working correctly. Following the replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.